Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in two pieces. A malfunction based on analysis was found. Visual inspection of the lead found two external insulation abrasion consistent with friction to the device can. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was explanted and replaced on 6 feb 2023. The patient was in stable condition.